Manufacturer narrative:
Additional information added: h10: the cause of the reported leak was determined to be manufacturing related. A nonconformance has been opened to address the reported leaking effluent bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the effluent bags of a prismaflex machine were leaking. This event was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.